Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2004, the patient's daughter contacted lifescan alleging that the patient's one touch ultra meter was reading inaccurately low. The medical affairs specialist spoke with the patient four days later. The pt did not test with the reported meter on the morning of event day. She took her usual dose of 15 units nph insulin and ate a small meal. At 2:23 pm, she obtained a result of 99 mg/dl on the meter, while experiencing no symptoms of low or high blood glucose level. At 6:32 pm, she was shaky and "not able to focus"; a result of 45 mg/dl was obtained on the reported meter. Her husband phoned her daughter. Her daughter tested her with the meter at 6:59 pm and obtained a result of 74 mg/dl. The daughter called emt. A result of 24 mg/dl was obtained on the emt meter within 10 minutes of the 74 mg/dl meter result. The customer care representative (ccr) walked the daughter through a control solution test, which fell within the specified control solution range. The first two meter results, of 99 and 45 mg/dl, obtained on event day, were consistent with the patient's symptoms. The third result of 74 mg/dl was not consistent with the patient's symptoms of hypoglycemia, thereby indicating a potential malfunction of the meter in terms of accuracy. There is no indication that the patient experienced injury or medical intervention due to the meter. The meter was replaced.